Event description:
Left hip revision performed due to hip pain and other complications. In his operative note, the surgeon reportedly described metallosis, elevated cobalt and chromium levels and pseudotumors.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the hemi head and modular sleeve were removed. The bhr cup and synergy stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. The available medical documents were reviewed. It was noted the patient had preoperative blood testing showing elevated cobalt levels (31.1 mcg/l ¿ 78 days prior to revision) in his bloodstream as well as elevated levels of chromium. There was a ¿large of amount of dark brownish material which corresponded to the pseudotumor tissue reaction to the metallic debris.¿ the reported elevated cobalt and chromium levels and the noted intraoperative findings of pseudotumor alval tissue and stained material are consistent with findings associated with metal debris; however, the root cause of the reported pain, fullness, elevated cobalt and chromium levels, pseudotumor alval tissue, and stained material cannot be confirmed. All the released devices involved met manufacturing specifications at the time of production. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.